Event description:
A customer reported an alarm related to the tandem mobi cartridge. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and instructed the customer to remove the cartridge from the pump and deliver a 9-unit bolus, explaining that it would affect the insulin on board. The customer had already switched to a new cartridge and resumed insulin delivery, and the issue was resolved.